Event description:
This pt expired 13 days postoperatively. According to the death certificate, the cause of death was cardiopulmonary failure, renal failure, and multi-system organ failure. Add'l info has been requested.